Event description:
The pump and catheter were explanted and not replaced due to infection. Specific pt symptoms of infection and date of onset of infection were not reported. The pump delivered morphine 10 mg/ml at 2 mg/day. The pt recovered without sequela.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.